Event description:
It was reported that on an unknown date, an unknown sized regent mechanical heart valve was selected for implant. During procedure, the physician was "potentially struggling to rotate once implanted." The valve was successfully implanted and remains implanted in good position. The patient was reported to be stable and recovering.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of potentially struggling to rotate once implanted was reported. It was indicated that valve was successfully implanted and remains implanted in good position. A returned device inspection, to rule out any device-related causes, could not be performed as the device remains implanted and was not returned for analysis. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the received information, the cause of the reported difficulty rotating the valve and sticking leaflet could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.